Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-17203. It was reported patient was experiencing ineffective therapy as one of the leads exhibited high impedance. Troubleshooting was unable to resolve the issue. As a result, surgical intervention took place wherein one lead and one anchor were explanted. It showed that there was fracture at the anchor site. Post operatively effective therapy was restored. Both the leads are reported as it is unknown which devices caused the issue.